Manufacturer narrative:
The insulin pump passed the displacement test. Motor error alarmed during basic occlusion test due to loose drive support disk. The motor was tested outside of the device and passed. The pump was unable to verify motor alarm in the alarm history due to history file overwritten with history alarms. The pump was received with displayable history crc checkup failed at startup alarms due to a corrupted history file. The pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and broken reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating a motor error alarm from the insulin pump. The customer's blood glucose reading was 115 mg/dl. The customer stated that he had an MRI and the pump alarmed motor error. The customer stated that the pump alarmed motor error when he was trying to rewind. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to remove the battery because the pump will continue to alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.